Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider and a manufacturer representative regarding the patient. Interrogation of the device on the day of explant found that all electrodes were out of range and measuring greater than 10,000 ohms of impedance. Adaptivestim was enabled in all positions for groups a, b, and c of programming. The high impedances and stimulation issue weren't resolved, so the leads and battery replaced. The revision surgery resolved the impedance and stimulation issues. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that when the rep met with the patient, they took fluro of the system and it looked as if the leads were aligned correctly in the generator. No obvious other issues were noted with the system. The patient was going to be scheduled for surgery, but the rep was unsure where they were at with that at this time. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that the lead in the patient¿s right leg was not quite working. They stated they had gone in twice already and that they were just in 3-4 weeks ago. They met with the tech at ¿(B)(6)¿ in (B)(6). They noticed just this morning that it was not working again. It was noted that the left lead always seemed to be working. The patient stated that the representative (rep) was going to send some stuff in because they had some goofy code come up. The patient wanted to contact the rep to find out what the code was and to see what they could do about the lead not working. The rep was asked to contact the patient. No further complications were reported. Additional information was received from a consumer and a representative (rep) regarding the patient. It was reported that the patient was experiencing intermittent stimulation and there were high impedances on some pairings. Impedances were tested at 0.7 volts and 1.5 volts. Impedances greater than 20000 were reported on the following: ¿ref as 8--0 2 3 7; ref as 9--0 2 3 7; ref as 12 --all show; ref as 15 --0 2 3 4 7 9 10 12 13 14.¿ the caller reported that the patient leaned forward and the stimulation stopped. They noted that different positions could make the stimulation stop and start. The caller stated they will look into historical impedances as they thought that there may have been issues in the past. The rep was to review considerations with the healthcare professional (hcp). They were going to take additional impedances and make a plan for a potential revision. No further complications were reported. Follow-up was conducted.

Manufacturer narrative:
Analysis of the ins (serial# (B)(4)) found that the ins was functionally okay with insignificant anomalies. The ins passed functional testing. The ins passed the final functional test on the automated test console. The adaptive stim feature on the ins was tested at the settings the ins had when it was received and no issues were noted. A lab functional test determined there was good stable output on the electrode pairs the ins had when it was received. A lab functional test determined there was good stable output on all electrode pairs referenced to the {referencing the #0 and #8 electrodes} electrode. Analysis determined there were no issues when pressing on the ins can. The ins was recharged at room temperature with 1 cm spacing between the recharger antenna and the ins and no issue was observed. The ins was recharged at room temperature with 1 cm spacing between the recharger antenna and the ins and no coupling issues were observed. Analysis determined the telemetry was acceptable.: analysis of the lead (serial# (B)(4) found that the lead body conductor was broken at the injex anchor site. #1, #2, #4, #5, #6, and #7 conductors were broken 19.7 cm from the distal end.: analysis of the lead (serial# (B)(4) found that the lead body conductor was broken at the injex anchor site. #1, #2, #3 and #7 conductors were broken 19.1 cm from the distal end. Fdc (B)(4) for the 2 leads was escalated and the root cause was not determined so fdc (B)(4) is the most applicable code to use: conclusion code 67 applies to the leads and fdc (B)(4) applies to the ins. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that the patient¿s implantable neurostimulator had not been working for more than two months (2017) and he met with a manufacturer representative three times already. The patient noted that he had x-rays taken and wanted to know what was going to be done to get it to work. There were no further complications reported.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2015, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins). It was reported that the patient could not feel paresthesia in their right leg, even when the stimulation was turned up all the way. An impedance test was ran and both leads had 3 electrodes with high impedances. The patient¿s ins was reprogrammed and they were able to recapture coverage. The issue was resolved. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported both leads and the battery were replaced on (B)(6)2017. The high impedances noted prior to surgery were on both leads. The battery was replaced as a precaution. The new leads and batteries showed the impedances were within-normal-limits prior to closing the patient. The leads and battery were being sent back (B)(6)2017 for analysis. No further complications were reported.

Manufacturer narrative:
Product ID 977a260 lot# serial# (B)(4) implanted: (B)(6)2015 explanted: product type lead product ID 977a260 lot# serial# (B)(4) implanted: (B)(6)2015 explanted: product type lead if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. It was reported that their first implant's leads broke. No further complications reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacture representative (rep) on 2017-jun-26. The rep stated that they do not know anything more yet. The patient has an appointment on (B)(6) 2017 for a lead check at the pain clinic. No further complications were reported/are anticipated.